Event description:
Customer reported discordant ck-mb assay results on several separate events on immulite 2500 instrument. Samples were retested and lower normal results were obtained. No discordant results were reported to physician(s). Patients treatment were not altered or prescribed. There were no report of adverse health consequences as a result of the discordant ckmb results.

Event description:
Customer reported discordant ck-mb assay results on several separate events on immulite 2500 instrument. Samples were retested and lower normal results were obtained. No discordant results were reported to physician(s). Patients treatment were not alerted or prescribed. There were no report of adverse health consequences as a result of the discordant ckmb results.

Event description:
Customer reported discordant ck-mb assay results on several separate events on immulite 2500 instrument. Samples were retested and lower normal results were obtained. No discordant results were reported to physician(s). Patients treatment were not alerted or prescribed. There were no report of adverse health consequences as a result of the discordant ckmb results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant ckmb results were due to wash 2 vacuum pump failure. Fse replaced the wash 2 pump assembly. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant ckmb results were due to wash 2 vacuum pump failure. Fse replaced the wash 2 pump assembly. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant ckmb results were due to wash 2 vacuum pump failure. Fse replaced the wash 2 pump assembly. The instrument is performing within specs. No further eval of the device is required.